Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he has not been receiving stimulation from his scs system for approximately six months. External devices are unable to communicate with the scs ipg. The manufacturer's device database indicates the patient's scs ipg was explanted and replaced on (B)(6) 2015.